Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode. A review of the device data noted no recorded episodes in the past 72 hours. Threshold measurements and capture could not be evaluated. No adverse patient effects were reported.